Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported when puncturing lymph nodes with the single use aspiration needle during a diagnostic procedure, the knob does not secure the needle in the endoscope. Therefore, the needle could no longer be blocked/stabilized during sampling. The device was replaced, and the procedure was completed. The issue caused the procedure to be prolonged for 5-minutes as it occurred during the first lymph node puncture. There was no reported patient impact.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.